Manufacturer narrative:
The device was received. Investigation is not complete. The pump history was downloaded at the service center. The dates in the history did not correlate with the customer's event info. The customer did not provide programming parameters; therefore, the history cannot be utilized to evaluate the reported event. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the device did not sound an audible alarm tone during an alarm condition. On an unspecified date and time, the device was programmed to deliver an unspecified chemotherapy medication for variable time delivery. No specific programming parameters were provided. After an unspecified length of time, the customer contact reported that as the device was going to the 2nd phase of the program, it was noted the device was not delivering; however the display indicated a rate of 250 ml/hr. Reportedly, after 2 hours, it was noted the device displayed an error 09/006/003 (power on motor test) alarm, with no audible alarm tone. The device was removed from clinical service. Therapy was resumed using a replacement device. There were no reported adverse pt effects. No medical interventions were reported. Though requested, no additional info was provided.